Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sp monopolar curved scissors (mcs) instrument was analyzed and found a broken tube adapter. The broken pieces measuring roughly 0.056" x 0.057" and 0.074¿ x 0.137¿ in size were not returned. The instrument passed electrical continuity test. The complaint was confirmed by failure analysis.

Event description:
It was reported that the sp monopolar curved scissors (mcs) instrument broke at the attachment end. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was given to the sterile processing department (spd) out of the peel pack and it was never used on the patient.